Event description:
It was reported that during an unk procedure, the generator gave an unk error code. Surgeon noticed that the distal end of the blade was cracked. The case was completed by using another blade. No pt consequence was reported.

Manufacturer narrative:
The analysis results found that the blade was received broken and partially missing. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was for a damaged blade. Further analysis was performed and the most likely cause of the fracture in the blade was excessive damage or grind marks at the high stress region along the edge of the blade. These imperfections created a surface that increased the likelihood of fatigue crack initiation. The blades that had a higher level of imperfection on the edge will have a greater chance of fatigue crack developing, causing the blade to fracture. We have documented the circumstances as they were reported to us. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.